Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 61, 67 and 60 mg/dl. The customer¿s expected am fasting blood glucose test result range is 89-100 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she was not having any low blood sugar symptoms when she had obtained the results, but that as a precaution she did consume 2 blood glucose tablets. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2022 (day of call) and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history (only 3 results provided; customer stated the 3 results were within 5 minutes): result 1: 61 mg/dl date: (B)(6) 2022 time: 9:15 am fasting, result 2: 67 mg/dl date: (B)(6) 2022 time: am fasting, result 3: 60 mg/dl date: (B)(6) 2022 time: am fasting.